Event description:
It was reported that during an orbital atherectomy (qa) treatment procedure, a vessel perforation occurred required surgical intervention. The physician was attempting to treat a lesion at the ankle with a 1.50 classic crown oad when the device bogged down. He made numerous attempts using multiple methods to remove the device from the patient, but the patient's blood pressure began to drop. At this time he discovered that the vessel had been perforated. He subsequently brought the patient into surgery to remove the device. Three written requests for additional information have been made of the physician regarding this event, but no response has been received. The device has not yet been received from the facility for analysis.

Manufacturer narrative:
(B)(4).